Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Primary procedure, right knee. Rep was present for the procedure and personally witnessed the event. It was reported that on opening the outer sterile blister for the device, part of the plastic lip broke off of the plastic tray and came up with the tyvek. After opening the inner blister, the device was too tightly nested in the packaging to remove easily. The device was ultimately not used as the tech's glove came in contact with the rep's hand when both were trying to remove the device together and there were concerns about the sterility of the device. Another device was obtained and used without event. There was no surgical delay as a different part of the procedure was being performed during the event. The outer box was disposed of before the rep. Could take any pictures of it.

Event description:
Primary procedure, right knee. Rep was present for the procedure and personally witnessed the event. It was reported that on opening the outer sterile blister for the device, part of the plastic lip broke off of the plastic tray and came up with the tyvek. After opening the inner blister, the device was too tightly nested in the packaging to remove easily. The device was ultimately not used as the tech's glove came in contact with the rep's hand when both were trying to remove the device together and there were concerns about the sterility of the device. Another device was obtained and used without event. There was no surgical delay as a different part of the procedure was being performed during the event. The outer box was disposed of before the rep. Could take any pictures of it.

Manufacturer narrative:
An event regarding a packaging issue involving a triathlon femoral component was reported. The event was not confirmed. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including product return and/or pictures and operative notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.